Event description:
Philips received a complaint on the heartstart xl+ indicating that the device's therapy delivery test failed. There was no patient involvement. Available details indicate that the device's therapy test failed. Details provided in an update from the source case indicate that the device's therapy capacitor pn 453564222111-b was replaced and the device was successfully returned to service. The part was not returned for additional investigation.